Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. The thermogard console is a reusable device and was manufactured on 12 mar 2012. It has exceeded its expected service life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (B)(4) was used for ivtm therapy. The patient completed cooling phase and maintained target temperature. Prior to initiation of rewarming, the patient's temperature was at 33°c and taget temperature was set at 37°c with a controlled rate of 0.25°c per hour. An hour during rewarming, the hospital nurse stated that the patient temperature reduced to 31.1°c. The console was inspected and unspecified troubleshooting was performed for approximately 5 minutes. Following this, the console setting was switched over back to the controlled rate and operated as intended with the pinwheel rotating smoothly and the console's display panel screen showing an arrow going up in red. Additional information received the following day from the clinical field specialist stated that the patient was able to complete rewarming, and currently maintaining normothermia using the console. No further issue was reported and the console is functioning as intended. No known impact or patient consequence was reported. The patient is likely not to do well and this is due to prolonged down time and other related issues and not related to the reported issue during ivtm rewarming phase.